Manufacturer narrative:
The insulin pump cracked reservoir tube lip and scratched display window noted during visual inspection. The insulin pump passed prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was monitored. All operating currents tested within spec range. No unexpected battery out limit alarms, weak battery alarms or off no power alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had battery out limit, weak battery and high blood glucose levels. The blood glucose at the time of the incident was 562 mg/dl. The customer states he called regarding their supplies order. The customer treated with a syringe for the high blood glucose. The customer states the insulin pump continued to alarmed battery out limit and weak battery. Troubleshooting was not performed. The device will be returned for analysis.